Event description:
It was reported that a patient underwent an unknown procedure and a drain was placed. The drain was activated, but it did not function. The surgeon found the drain had a crack 3cm from the insertion site. The surgical wound site was already closed, so the surgeon cut the drain shorter to make it open for drainage. The drain was removed the next day. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1022918; batch j1101350, mfg date: 02/01/2011, exp date: 02/26/2016. Batch j1101752. In addition, a review of the batch manufacturing records for the possible batch number j1101350 was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). A cut piece of drain, only the tube part, without flutes, was returned for evaluation. On the tube, about 3 cm above the cut end, a small cut hole was observed. The drain was used on the patient before the cut hole was found. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1022918 mfg date: 02/01/2011, exp date: 02/29/2016, batch j1101350 mfg date: 02/01/2011, exp date: 02/29/2016, batch j1101752 mfg date: 02/01/2011, exp date: 02/29/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.